Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was found in the patient's urethra by a CT scan when the user complained of a stomach ache on the 21st day of usage. The user removed the catheter and experienced discomfort due to low urine flow since placement of the catheter. Additional information was received from (B)(4) center representative on (B)(6) 2019, that there were no missing pieces from the catheter.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per evaluation, no abnormalities were noted on the returned sample. We were able to inflate and deflate the sample without difficulty. The sample was evaluated, no pinch or blockage observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."

Event description:
It was reported that the balloon was found in the patient's urethra by a CT scan when the user complained of a stomach ache on the 21st day of usage. The user removed the catheter and experienced discomfort due to low urine flow since placement of the catheter. Additional information was received from the international business center representative on(B)(6)2019 , that there were no missing pieces from the catheter.